Event description:
Customer reported there was a speaker malfunction. Lack of audio as well as a visual speaker inop message was confirmed. The appropriate part was replaced and the unit is now operational. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported an unspecified speaker malfunction. The device was not in use on a patient at the time of the event.